Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was max" was confirmed during the functional testing. The root cause for the reported complaint was due to the incorrect position of the coolant sensor block, which caused the ivtm system to display intermittent "coolant level low" message. The coolant sensor block with board has been adjusted to correct position to address the reported complaint. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to defective air trap, unrelated to the reported complaint. The airtrap block with board was replaced to address the observed failure. After replacing the defective part, the ivtm system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed "coolant level low" message, although the coolant reservoir was max. The user cleared the error message and the patient treatment was continued without any delay or interruption. No consequences or impact to patient was reported. During investigation at customer site, the thermogard xp ivtm system failed functional testing due to defective air trap block.